Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.

Manufacturer narrative:
(B)(4). Additional information: the date of death was approximately two weeks after the patient was diagnosed with peritonitis. The nurse reported that the patient had died due to cardiovascular disease. However, treatment was not reported and the peritonitis had not recovered yet. It was unknown if an autopsy was performed. This condition of peritonitis was confirmed, as it was reported that there was a break in aseptic technique by customer. This break was described as not wearing a mask during therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Therefore the cause of the peritonitis was determined to be a use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a spontaneous report by a baxter employed health professional from (B)(6) of a patient that did not wear mask and peritonitis in a patient coincident with dianeal pd2 2.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 2.5% ultrabag therapy (lot number-1208081, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient did not wear mask. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for peritonitis. The cause of peritonitis was that the patient did not wear mask. On an unreported date, the patient was treated with vancomycin and amikacin. No further information was given at this time.